Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg and as a result they lost therapy. The ipg was deemed inoperable. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.